Event description:
It was reported that a patient presented to the emergency room with dyspnea. The right ventricular lead exhibited loss of capture and decreased r wave sensing. The lead was explanted and successfully replaced. The patient was stable.